Event description:
The fse reported that the mc5 (monitor cart) had no power. This resulted a total loss of imaging and printing functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse in mc5 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.